Manufacturer narrative:
The field service engineer (fse) identified contamination in the laboratory where dust was collected from the air condition flaps on the instrument surface. General instrument and reagent issues were not identified. The laboratory was cleaned. The fse decontaminated the instrument and then did a performance check and it was within specifications. The customer had taken local measures to minimize/prevent re-contamination of the laboratory. The investigation did not identify a product problem. The cause of the event was due to environmental contamination.

Manufacturer narrative:
The e2 iii reagent lot numbers used were 792358 with an expiration date of 31-may-2025 and 844594 with an expiration date of 31-jan-2026. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 8 patients' samples tested with elecsys estradiol g3 (e2 iii) assay on a cobas e411 immunoassay analyzer (disk system). Sample 1 (patient 1) was tested on (B)(6) 2024: initial result: 1375.0 pg/ml. Repeat result: 169.7 pg/ml. Sample 2 (patient 2) was tested on (B)(6) 2024: initial result: >3000 pg/ml. Repeat result: 99.83 pg/ml. Sample 3 (patient 3) was tested on (B)(6) 2025: initial result: 1169.0 pg/ml. 1st repeat result: 101.6 pg/ml and this result was considered to be correct. 2nd repeat result: 1178 pg/ml. 3rd repeat result: 1617 pg/ml. Sample 4 (patient 4) was tested on (B)(6) 2025: initial result: >3000 pg/ml. Repeat result: 410.4 pg/ml. Sample 5 and sample 6 were tested on (B)(6) 2025: sample 5 (patient 5): initial result: 78.7 pg/ml. Repeat result: 174.9 pg/ml and this result was considered to be correct. Sample 6 (patient 6): initial result: 3000 pg/ml. Repeat result: 561.2 pg/ml and this result was considered to be correct. Sample 7 (patient 7) was tested on (B)(6) 2025: initial result: 2215 pg/ml. Repeat result: 211.0 pg/ml. Sample 8 (patient 8) was tested on (B)(6) 2025: initial result: 711.7 pg/ml. Repeat result: 24.27 pg/ml. The physician questioned the initial results as they did not match the patients' clinical pictures, lh, and ultrasound results.